Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient fell down and sustained injury. The patient was admitted on (B)(6) 2024 and had an intracranial hemorrhage in the left hemisphere that was diagnosed with a computed tomography (CT) scan. The patient also had a right hemiparesis stroke. It was noted that the patient was on warfarin on the time of the event. The patient was given drug therapy. A craniotomy was performed then the patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported bleed cannot be conclusively determined through this evaluation. The patient currently remains ongoing on the heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, which may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regiment (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.